Manufacturer narrative:
All buttons on the insulin pump functioned properly; however, there were corroded keypad traces. No button error alarm occurred during testing. The unit was also received with a cracked reservoir tube lip, minor scratches on the display window, broken battery tube threads, a cracked belt clip slot, and a bleeding lcd glass. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 80 mg/dl. The customer stated that the pump alarmed button error after the cursor got stuck while programming a bolus; the alarm occurred a half hour later. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error other than the bolus attempt. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.